Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 2 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in the mid lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.